Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into bvvi while still in the box during a cyber security upgrade.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. The device was detected in backup vvi on the event date. The device boxes were stacked while doing the upgrade could cause the upgrade to fail and put the device in backup vvi. The upgrade was performed in the laboratory and it was successful.

Manufacturer narrative:
Correction for the follow-up 1 report: the awareness date was entered incorrectly it should be july 18, 2019; not 2018.